Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. The device had a scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 294 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.